Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) and reported that they had non-recoverable errors 23 and 40 during use of the system. The procedure was converted due to the non-recoverable errors and the customer called the tse after the procedure conversion. The customer reported that they completed the procedure in laparoscopy. After the procedure, the customer proceeded with performing a hard power cycle, reseated the fiber cable, and found a torn connector on the blue fiber cable (bfc) connected to the patient side cart (psc). The tse checked the logs and found errors 23 and 40, confirming a connection issue on the bfc cable. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that there were no issues noted during set up of the system. The customer reported that the system was not inspected prior to use. The customer reported that there were no post-operative complications that the patient experienced after the procedure. The conversion did not result in increasing the port size incision or adding additional ports. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the tse reported that the bfc was replaced to resolve the issue. The tse confirmed that the cables are usually thrown away and would not be returned. The cause was attributable to a series of 23 and 40 errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable (bfc) due to the bfc being worn out. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.